Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas and reported that call service alarm [088] had been emitted by the pump more often than expected by the user. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission 15-feb-2018. Device evaluation: the device has been returned and evaluated by product analysis on 06-feb-2018 with the following findings: review of the black box data revealed multiple cs 088 alarms recorded. A test battery cap was used to complete investigation because one was not returned with the pump. On investigation, the pump powered on and emitted a cs088 alarm that could not be cleared from the pump. Moisture corrosion was found inside the pump on the printed circuit board (u38) component. Investigation duplicated the complaint.